Manufacturer narrative:
The evaluation of the provided information has been made available. Event details: legal claim. Patient was implanted a zimmer mmc, cup, uncemented, 52 mm/44 mm, code j on the right side on (B)(6) 2016. Patient was revised on (B)(6) 2011 due to pain. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received compatibility check: the compatibility check was performed from (B)(4) and showed that the product combination was approved by zimmer biomet. Device analysis: the devices were not returned for investigation. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Zimmer consider this case as closed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
After investigation review it was discovered that the patient was implanted a zimmer mmc cup, uncemented, 52 mm/44 mm, code j on the right side on (B)(6) 2010. The patient was revised on (B)(6) 2011 due to pain. It was also stated that the patient had inability to weight bear.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim.. It was reported that patient was implanted with a zimmer mmc, cup, uncemented, 52 mm/44 mm, code j on unknown date and is being monitored due to unknown reasons. No other information was provided at this time.

Event description:
A patient is pursuing a product liability claim. It was reported that patient was implanted with a zimmer mmc, cup, uncemented, 52 mm/44 mm, code j. Subsequently, the patient was revised due to dislocation and pain.

Manufacturer narrative:
This follow up report is being filled to relay additional information, which was unknown at the time of the previous report. Correct lot# has been received. Investigation has been updated. Reason for revision surgery was (migration and pain). Concomitant medical products according: metasul ldh, head, 44, code j, taper 18/20, ref#01.00181.440, lot#2491287. Metasul ldh, head adapter, m, 0, taper 12/14-18/20, ref#01.00185.146, lot#2532164. Cls spotorno, stem, 125°, uncemented, 8.0, taper 12/14, ref#01.00295.008, lot#2426499. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. Trend analysis: no trend considering the following event is identified: revision due to implant migration DHR-review: ref. 01.00634.052, lot. 2505264. Yield: 25, delivered: 22, scrapped: 03. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref: 01.00181.440, lot:2491287. Yield:35. Delivered:35. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref: 01.00185.146, lot:2532164. Yield: 100. Delivered: 100. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref: 01.00295.008: lot: 2426499. Yield:28. Delivered:28. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: it is reported that patient was revised due to malpositioning of the cup and pain after 1 year in-vivo time. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as the product location is unknown. Root cause analysis: root cause determination using dfmea: migration of cup leads to loosening, pain due to surface does not allow bone on-growth. Not possible: rsa study durom EU/us, preliminary results, (B)(6), comparison of ti-vps coatings cover this risk. Migration of cup leads to loosening, pain due to bone grows onto ha layer and subsequently the ha layer fails. Possible: product not received, therefore cannot be excluded. No primary stability due to hemispherical cup design no adequate press-fit. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation. No primary stability due to primary fixation elements prevent the cup from seating. Not possible: preliminary cadaver lab results (april and dec sessions), fin design similar to m2a cup cover this risk. No primary stability due to friction coefficient too low or too high, cup does not withstand frictional torques during operation or possible impingement scenarios, offset of articulation surface. Not possible: preliminary cadaver lab results (april and dec sessions), coating design similar to m2a cup cover this risk. Pain due to loss of surface modification elements (fins). Not possible: preliminary cadaver lab results (april and dec sessions), coating design similar to m2a cup cover this risk. Groin pain due to soft tissue impingement / irritation. Possible: no surgical report received to confirm, therefore cannot be excluded. No primary stability, groin pain due to not adequate reaming technique, press-fit definition, implantation technique, readjustment of orientation once seated. Possible: no surgical report, x-rays were received to confirm, therefore cannot be excluded. No primary stability, pelvis fracture, groin pain due to too much press fit, inadequate reaming. Possible: correct implantation method is explained in the surgical technique, however cannot be excluded. Migration of cup short and long term , loosening due to inadequate planning and surgical technique, use of instruments. Possible: correct implantation method is explained in the surgical technique, however cannot be excluded. Loosening of implant, subluxation due to cup implanted in wrong orientation (malpositioning). Possible: no x-rays were received to confirm, therefore cannot be excluded. Migration of cup due to aging process of the patient (changing bone properties). Possible: no x-rays were received to confirm, therefore cannot be excluded. Migration of cup due to patient body weight too high. Possible: no info regarding that was received, therefore cannot be excluded. Migration of cup due to patient activity too excessive. Possible: no info regarding that was received, therefore cannot be excluded. Groin pain due to soft tissue impingement / irritation due to sharp elements. Possible: no info regarding that was received, therefore cannot be excluded. Conclusion summary: according the event, the patient was revised due to malpositioning of the cup and pain after 1 year in-vivo time. However, no medical data was received to confirm the reported failure. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Possible causes for the reported event include bone grows onto ha layer and subsequently the ha layer fails, soft tissue impingement / irritation, implantation technique, readjustment of orientation once seated, too much press fit, inadequate reaming, inadequate planning and surgical technique, use of instruments, cup implanted in wrong orientation (malpositioning), aging process of the patient (changing bone properties), patient body weight too high, patient activity too excessive and soft tissue impingement / irritation due to sharp elements. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).